Event description:
Arthrocare - ambient super turbovac 90 wand was opened for a case. When plugged into arthrocare unit, alarm activated. Another arthrocare wand was opened and it functioned properly. Non-functional wand did not come in contact with patient.